Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an internal neurostimulator (ins) for urinary dysfunction/sacral nerve stim <(>&<)> gastrointestinal/pelvic floor. It was reported that the patient was experiencing tiny electric shocks. Patient reported she had some unusual sensations that have seemed to increase. Patient stated little tiny electric shocks from toe to chin, eyebrows to tip of finger that keep going. Patient stated she had tried resetting programmer, lowered stimulation. Patient reported she was getting a pin prick sensation that goes away as fast as it comes. Patient reported getting 5-10 pricks per hour. During the call patient reported being short of breath, but she thought that was maybe because she was scared. Patient reported in the last week, the sensation had gotten stronger. Patient reported she had tried to lower stimulation, however, she wet her pants when she did. Patient reported she had tried lowering stimulation for an hour. No further symptoms or complications reported/anticipated.